Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm in diameter abdominal aortic aneurysm with a pre-operative rupture. It was reported that a follow up CT scan observed limb compression against the normal distal aorta. The physician performed an intervention and implanted a balloon expandable stent and the event was resolved. The physician then elected to implant additional balloon expandable stents bilaterally as a prophylactic. Per the physician, the cause of the event was due to the patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.